Event description:
It was reported by service report that the error code 304 was displayed on the footboard. The foot right side rail switch for the I-bed system was failing and the pin on the black wire on the switch side of connector was not pushed into place and not making a connection. No pt involvement or adverse consequences are reported.